Event description:
A literature article reported toric iol rotation seen in eyes with long axial length. The study had 378 eyes of 302 patients. Rotation was seen in six eyes of more than 20 degrees. These six eyes all had an axial length of more than 25.0 mm. The article notes that the power of the implanted lenses was less than 16.5 d, thus the rotational instability may be associated with lower-powered lenses. Case 6: acute visual loss 10 days postoperatively. One month postoperatively the iol had rotated 95 degrees. The patient's ucva was 20/10 on date unknown. The lens was repositioned. Following the repositioning, the ucva was 20/16. The iol did not rotate thereafter. There are four manufacturer reports associated with these events. This report is for case 6.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that for case 6: acute visual loss 10 days postoperatively. One month postoperatively the iol had rotated 95 degrees. The patient's ucva was 20/100 on date unknown. The lens was repositioned. Following the repositioning, the ucva was 20/16. The product investigation could not identify a root cause. The complaint file was opened from a literature article. Not enough information was provided in the report for further investigation. Miyake, t., kamiya, k., amano, r., lida, y., tunehiro, s., and shimizu, k. (2014). Long-term clinical outcomes of toric intraocular lens implantation in cataract cases with preexisting astigmatism. Journal of cataract and refractive surgery, 40(10), 1654-1660. Retrieved october 1, 2014, from http://www.sciencedirect. Com/science/article/pii/s0886335014009420. (B)(4).